Event description:
It was reported that the patient is requesting instructions on how to use his artificial urinary sphincter(aus) device after having it implanted several years ago. The patient recently experienced blood in his urine and had surgery performed on his bladder. Post surgery, the patient was sent for wound care which included adiabatic oxygen treatment. The patient wants to know how to use the device so that there is not a repetition of his blood clot issue.